Event description:
The facility reported a flogard infusion pump that presented an "alarm 38". It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of a flogard infusion with an alarm 38 was confirmed. Service determined that the cause was due to damaged force sensing resistors (fsrs), which were replaced to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.